Manufacturer narrative:
Literature citation: arastu et al. Minimally invasive reduction and fixation of displaced calcaneal fractures: surgical technique and radiographic analysis. International orthopaedics (sicot). 2014. 38:539-545. Patient info: 9 female, 22 male, 45.6 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study, arastu et al titled " minimally invasive reduction and fixation of displaced calcaneal fractures: surgical technique and radiographic analysis" the authors report superficial wound infection in 1 case (4.3%) using a bone graft substitute.